Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic-assisted total laparoscopic hysterectomy on (B)(6) 2016 and the barbed suture was used. At the completion of the procedure and the final throw, the suture broke. There were no need to use another like device as the vaginal cuff was closed. No further information is available.

Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.